Manufacturer narrative:
The device was received for evaluation. During functional testing, the device reproduced the reported event. A service history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a loose upper link screw. The link and link switch requires adjustment/verification to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a false close door error. The event occurred during an unspecified process step in the ambulatory infusion department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h10: the device was received for evaluation. During functional testing, the device reproduced the reported event. A service history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a loose upper link screw. The link and link switch requires adjustment/verification to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.